Event description:
It was reported that the right ventricular lead of an asymptomatic patient exhibited noise with over sensing and noise reversion. The lead was capped and replaced. The procedure was completed without any incidence.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.